Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing of the device confirmed the pad-pak was first installed by the customer on the 29th november 2010 and performed to specification up to the 24th august 2014. During this time a new pad-pak was installed. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the (B)(6) 2014 and the (B)(6) 2014. On the 28th september 2014 the device passed an auto self-test and continued to perform successful weekly auto self-tests up to the 19th july 2015. Further multiple manual power ups mainly of ten minutes duration were observed between the (B)(6) 2015 and the final history log entry on the (B)(6) 2015. Investigation concluded that this type of fault can be contributed to membrane failure. The fault was witnessed during the course of the investigation and the fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.